Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, after the surgeon clamped pulmonary artery and performed stapling at the first firing, oozing bleeding occurred near the root part of the cartridge and did not stop. The bleeding was stopped by clipping the corner and was less than 500cc. There was no patient injury.